Event description:
It was reported that the lead exhibited an increase in threshold, impedance and a low sensing value. An x-ray revealed lead dislodgement. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.